Event description:
It was reported that medical attention was sought on (B)(6) 2007 at 3:00am after the end user was receiving inconsistent readings from the prodigy diabetes glucose meter. The end user's blood glucose during the medical event was 110 mg/dl. The end user was incoherent and unresponsive and the paramedics were called. The paramedics performed a blood glucose test with their meter with a result of 39 mg/dl and administered an IV of fluid to assist with stabilizing their glucose levels. No further information was provided in relations to the medical event.